Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece was not working properly since purchased. When disconnecting the battery and connecting again it only worked for a brief moment, this occurred during surgery, and account removed it. No add'l clinical info was received prior to this report.